Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference: 3005334138-2020-00111. Following an atypical right atrial flutter procedure, an entanglement requiring snare removal occurred. When the sheaths and catheters were being removed from the patient, withdrawal difficulty was noted with the advisor catheter. Fluoroscopy confirmed the catheter was caused in the distal end of the sheath. Manipulation of the catheter was attempted to release the catheter and sheared the introducer that was adjacent to the device in two pieces. The proximal portion of the sheath was removed, but a snaring tool was utilized to remove the distal portion of the sheath, which appeared to be fully removed from the vein. It was indicated by the physician that the advisor had wrapped around the sheath and became entangled. The patient was stable and the procedure was able to be completed. There was no damaged noted to the catheter.

Manufacturer narrative:
One advisor hd grid mapping catheter, sensor enabled was received for investigation. The distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement remains unknown. The cause of the displaced coupler and torn tubing is consistent with damage during use.